Manufacturer narrative:
Dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three xience devices referenced are being filed under separate medwatch report numbers. The additional adverse patient effects referenced are being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided. Single long stents versus overlapping multiple stents in the management of very long coronary lesions: comparisons of procedures and clinical outcomes.na

Event description:
It was reported through a research article identifying unk xience, unk xience v, unk xience prime, and unk xience xpedition that may be related to the following: myocardial infraction, revascularization, coronary artery bypass graft, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: single long stents versus overlapping multiple stents in the management of very long coronary lesions: comparisons of procedures and clinical outcomes.

Manufacturer narrative:
(B)(4).